Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "gamma 4 intermediate nail used. Although the intermediate targeting device was fitted and an interference check was carried out, it shifted forwards and the drill struck the nail, meaning it could not be used as an accurate device. We carried out a pre-operative test. There was a discrepancy at that point. The final x-rays were taken from both angle and no problems were found. When performing interference checks without securely tightening the grey locking knob on the intermediate sleeve, the screw hole was just about visible, so, keeping this in mind and using fluoroscopy, the sleeve was manually guided into the screw hole before drilling and inserting the screw.".